Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 88 year old female patient presenting for high risk percutaneous coronary intervention. The impella cp optical was selected for hemodynamic support. During the procedure, an impella access site bleed developed. As treatment, 2 units of blood products were delivered.